Event description:
Customer reported a past high blood glucose event, with the specific value displayed as "high." Cause was not known. Customer attempted to resolve the issue by administering a correction bolus using the pump, and the control iq feature was active at the time of the event. Customer continued to use the pump for insulin therapy.